Event description:
It was reported that after an unknown period of time post implant of a bifurcated device and a suprarenal the physician reported the patient had an unknown endoleak. It was noted that an intervention was performed however no details are currently available concerning the intervention or patient status.

Manufacturer narrative:
Based upon the investigation findings, there was evidence to support: an unknown mid body endoleak. Due to the presence of a persistent pseudoaneurysm of the right external iliac artery (complication) and a history of "pseudoaneurysm post procedure", a secondary endovascular repair was likely performed at approximately 36 months post implant. This finding, the technical success and the final patient disposition could not be definitively established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.